Manufacturer narrative:
(B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed there was no live video output when the connector was plugged in. Display failed to go past color bars and the button failed to function. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the damage, include a damaged connector. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that nothing happened when the camera head lens int sys was connected during set up for shoulder scope. The procedure was completed with a smith and nephew back up device. No patient injury, delays or other complications were reported. Results of investigation have concluded that this unit did not have live video output when the connector was plugged in, display failed to go past color bars which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.